Manufacturer narrative:
Analysis found the unit unable to prime due to a faulty fsr (gold). However, the unit passed the excessive no delivery test and no unexpected no delivery alarms occurred. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed a no delivery which she could not resolve. Her blood glucose level at the time of the event was 127 mg/dl. Explained a possible connection issue or occlusion in the tubing can lead to no delivery alarms. Advised the customer to change the infusion set. He was advised to return infusion set and that the insulin pump can be replaced. The insulin pump will be returned for analysis.